Event description:
It was reported that the syringe pump is not recognizing the difference between bd 3ml and 10ml flush syringe sizes. When a 3 ml syringe is put on the pump, the only option that displays for the syringe size is 10ml. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had syringe pump not recognizing the difference between bd 3ml and 10ml flush syringe sizes was not identified during the customer call. The tech support send her a compatible list for the tubing sets for the devices and the call was ended. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.